Event description:
(B)(4). On (B)(6) 2008, a new topas sling was implanted for treatment of pt's fecal incontinence in a (B)(6) to investigate treatment of fecal incontinence with mesh. The pt has not had improvement of her fecal incontinence, and states 'my situation has gotten worse instead of better since my surgical procedure' and this pt has ended her participation in the (B)(6).

Manufacturer narrative:
The (B)(6) is an investigation to treat fecal incontinence with mesh sling implants. The topas mesh is not marketed or sold outside of the study. Unable to confirm if the event is related to a device malfunction, device remains implanted. No conclusion can be drawn at this time. Should additional info become available regarding this adverse event, it will be re-evaluated and a follow-up report will be sent.